Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that 18 days after the dental implant was installed in patient's mouth, it was verified its non-osseointegration. Patient presented bone type iii. No further information was provided.